Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and was unable to observe the leak but did find that the instrument was generating an error condition of vote outs for the white blood cell (wbc) parameter. The fse found that the wbc bath was not draining properly. The fse replaced the wbc bath and the instrument ran without any leaks and giving proper wbc results. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The instrument was generating an error condition of "vote out" (non-numeric results) for the white blood cell (wbc) count when the leak was noticed. The volume of the leak was about 2 oz and was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, glasses, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.